Event description:
It was reported that the customer experienced an issue with the pump's touchscreen responsiveness, as the screen was frozen and would not respond to input. The customer's blood glucose level displayed as "high," suggesting an adverse impact, although a specific value was unknown. The customer administered a corrective injection using manual delivery. Technical support provided instructions for a pump reset, which the caller executed, and this resolved the issue, allowing the customer to interact with the screen again.